Event description:
It was reported that a user experienced approximately 30 minutes of dexcom g7 signal loss while using the ilet, after which the sensor reconnected and the user observed a blood glucose of 207 mg/dl; the event was handled as signal loss with troubleshooting and education completed. Symptoms included hyperglycemia. Outcomes included no reported injury, no alerts or alarms, and no healthcare utilization. Investigation included user interview and technical review based on available information. Investigation of this case revealed transient cgm communication interruption with subsequent restoration of signal. It was concluded that the hyperglycemia was associated with temporary cgm disconnection, with no device malfunction of the ilet confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.